Event description:
Healthcare professional reported right side "contracture", baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. One opening in anterior side assessed as surgical damage. White particles material in device outer surface. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.